Manufacturer narrative:
The customer found a tubing in the peristaltic pump was loose. She re-seated the tubing, cleaned the mixing tower and ran calibration and qc. The field service representative inspected the instrument and performed precision testing which was acceptable. The qc recovery gave no indication for a performance issue of reagent or instrument. The investigation determined the customer's actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for two patient samples from the cobas integra (400+) analyzer. Sample 1 initial result was 131 mmol/l and the repeat result was 137 mmol/l. Sample 2 initial result was 132 mmol/l and the repeat result was 138 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.